Manufacturer narrative:
Patient¿s weight is reported as approximately (B)(6). Updated complaint description. Complainant device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was clarified that the blade became stuck on implanting it. The blade could then not be removed using the standard instrumentation because the thread in the impactor tool broke off. The surgery would be approximately 1.5 hours but this surgery was finished due to the reported issue after 6 hours. The implants have been removed on an unknown date in a revision of the hip at different hospital.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant part: a 1x locking screw stardrive (part 04.005.538s lot 9877982); 1x locking screw stardrive (part 04.005.532s lot l496459); 2x synream reaming rod (part 352.032s lot l531924).

Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation, if removed. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing site: (B)(4). Manufacturing date: 04. Apr. 2017. Expiry date: 01. Mar. 2027 no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4): the blade got jammed/stuck half way on insertion. An effort was made to remove the blade that was also unsuccessful and in doing so the impactor instrumentation was damaged leaving the tread in the blade. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery a blade could not be inserted into the nail. The blade got jammed/stuck half way on insertion. An effort was made to remove the blade that was also unsuccessful and in doing so the impactor instrumentation was damaged leaving the tread in the blade. Currently the hospital is still considering their options for removal / revision. Currently the implants are still in the patient. There is no information available about patient and surgical outcome. There is no information available about surgical prolongation. The surgery time was delayed due to the event, with the total time running just short of 6 hours. They have yet to remove the implants. Concomitant part: 1x pfna - prox. Femoral nail (part 04.027.230s / 9958373), 1x pfna - prox. Femoral nail (part 472.295s lot l364688). This is report 1 of 2 for (B)(4).